Event description:
The suspect product was received for analysis but product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the generator. The postburn electrical test results showed that the pulse generator pcba performed according to functional specifications. There were no adverse conditions found with the pulse generator. No further relevant information has been received to date.

Event description:
It was reported in clinic notes that vns was placed and subsequently the patient has seizures where he will look to the side and drool. The generator was recently replaced due to battery depletion. The explanted device has not been received by the manufacturer to date. No other relevant information has been received to date.